Event description:
It was reported that the patient had t-wave oversensing with occasional ventricular undersensing. It was also noted with the device timing, elevated pacing rates occurred. The patient's conduction became prolonged and extended into the next pacing cycle. The device and the lead remain in use, but a lead replacement is being planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.